Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that right ventricular (rv) lead had sensing issues due to due r-wave amplitude variation. A chest x-ray confirmed the rv lead was dislodged. During the procedure, it was noted that there was rotation difficulties with the lead helix. The rv lead was explanted and replaced. The patient was stable throughout the procedure.